Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision may be the result of the patient¿s reported pain, caused by prosthesis wear and instability. The instability may have been caused by micromotion between the tibial insert and the tibial tray. Possible causes for polyethylene wear include malalignment between the implants, inclusion of the polyethylene in the recall, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this 70 y/o male patient's left knee was revised approximately 5 years 2 months post op. The patient had an original exactech tka, then the patient returned to surgeons office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled for a revision tka possible poly swap vs. Full revision. The patient underwent a tibial poly swap with bone augmentation using cement behind the femoral condyles and the tibia plateau. Patient last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) 02-010-03-0240 - logic cr femoral cem, left, sz 4. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 200-02-32 - three peg patella 32mm.